Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. The patient reported that she noticed her ins battery ¿died¿ while she was driving to (B)(6) for her son¿s graduation. The patient reported that she stopped feeling stimulation. The patient reported that she forgot to pack her charger and was hoping someone could borrow her a recharger until she could head home. The patient reported that she thought she had a week, so she would have to charge on sunday not friday. Additional information was received from the patient on (B)(6) 2018. The patient reported that the dead implant and loss of stimulation had been resolved. The patient reported that she charged the battery when she returned home on (B)(6) 2018 and the battery life seemed to be lasting much less recently. No further complications were reported.